Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd sst vacutainer tube, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported gold cap collection tubes are popping off the tube during blood collection. It was reported that the tubes are popping off in a customer meeting it was mentioned that gold cap collection tubes are popping off the tubing during blood collection.